Event description:
It was reported that upon interrogation of the pt's vns generator prior to surgery, it was found that the settings were indicative that a faulted diagnostics test had occurred. This resulted in the pt being set at unintended settings. It is unk when the faulted diagnostics test occurred. Attempts for further info are in progress.